Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen was out of calibration. The touchscreen connector was cleaned, reseated, and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus does not measure properly. The programmer is expected to be returned. No patient complications have been reported as a result of this event.